Event description:
It was reported by the customer that a pyxis medstation es system drawer failed, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer failed. Field service engineer physical inspection revealed a med jam to resolve the issue. The system functioned as intended after the field service engineer serviced the device.